Event description:
The patient slept in contact lenses for 3 hours. During this time, the lenses have shrunk and as a result, the patient experiences persistent extreme "fogging" in the left (os) eye. In the absence of medical information, this event is being reported in abundance of caution.